Manufacturer narrative:
The meter/test strips associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filed.

Event description:
On (B)(6) 2016 lay user/ patient contacted lifescan (lfs) and alleged their one touch ultramini meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation and customer care advocate (cca) following-up with the patient. The cca was advised by the patient the issue began 9 days ago at an unspecified time. The patient stated they manage their diabetes with insulin pump (novolog) and confirmed they test three times a day, with their normal blood sugar readings being 90-130 mg/dl. The patient confirmed that they did make changes to their usual diabetes management regimen in response to the alleged product issue; the patient alleged increase their food/drink intake, consistently; however, refused to answer the reason behind taking this action consistently in response to not being able to test. The patient claims they developed, however refused to confirm during follow up, symptoms of "high blood sugar, headaches and frequent urination" immediately after the product issue. The patient also refused to answer if they felt these symptoms were suggestive of an hypoglycemia or hyperglycemia incident and refused to answer if the meter not turning on contributed to the onset of symptoms. The patent alleged self-treatment with their insulin pump, 9 days ago at an unspecified time, the patient was also asked to confirmed if this treatment was out with their normal diabetes management treatment regime, the patient refused to answer. At the time of trouble shooting, the cca confirmed this was the first time the product was being used, the batteries did not need to be replaced, the meter did not turn on with the power button and the correct test strips were being used. The cca was unable to resolve the issue and confirmed there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.